Event description:
Ous MDR. It was reported that the lead was explanted about 59 months after the implantation because of oversensing. No deterioration of the patient&#62688;state of health was reported. The lead was explanted and returned for analysis.

Manufacturer narrative:
When delivered, the lead mentioned in the complaint was found cut 12.5 cm distal to the is-1 connector pin. The proximal and a distal leads fragment were returned and extensively analyzed. During the analysis, multiple signs of abrasion were detected along the leads fragments. In particular, the distal fragment was damaged due to rubbed-through insulation. This type of damage is very likely the cause for the observed right ventricular oversensing, which has been mentioned in the complaint. The location and characteristics of wear damage is probably from mechanical stress on the lead near the tricuspid valve. Substantial lead movement should be considered as a possible cause. X-ray images or other diagnostic images, which could provide information on the locations of the implanted system, were not available for analysis. During the analysis, many damaged areas were noted, probably due to the explant procedure. In particular, the rope lead to shock electrode had a conductor fracture that could be attributed to high tensile forces during the explantation process. There was no evidence of material or manufacturing defects.